Event description:
The facility initially reported a pump with a stuck keyboard and fail code 500:320:654:0000. During a f/u call to the customer, it was found that regardless of what key was pressed the same error message appeared. This event occurred during biomedical testing. There was no pt injury or medical intervention associated with this event. This pump contains user interface module master software (B) (4) which is categorized as a remediated colleague 2006 pump. No add'l info is available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.